Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device nor the data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the low pump flow could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ corrections to the initial MFR report: b2 added date of death g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and there was low pump flows. The impella was placed for life saving measures. The staff did not confirm prior to the impella placement that there was no thrombus in the left ventricle. After the placement, low flows were observed and blood products were given. The pump was also repositioned without resolution. A thrombus was never confirmed just suspected due to low pump flows. The patient expired after 117.45 hours of impella support.